Manufacturer narrative:
No frozen screen, display anomaly or button error alarm noted. Unit time/clock moved. Unit had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit, low battery alarm due to unresponsive button.

Event description:
The customer reported via phone call that their insulin pump had frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump screen was not completely blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.